Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, they noted that the haptic had a break at the lens¿haptic junction, and it was removed by cutting it into three pieces and explanting the pieces in an initial procedure.